Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test passed. Pairing test with (B)(4) bluetooth device failed. No data/share log was reviewed. The allegation is undetermined because the device logs cannot be downloaded for review and the device has no share data available. No additional event or patient information is available.